Event description:
During an open heart procedure, the device detached pieces of myocardial tissue from the apex of the heart. Suturing was performed in order to repair the heart. The bypass procedure was completed with one less graft than originally planned. The reasons that the procedure was completed in that manner are unknown. The pt is reported to have recovered from the surgical procedure without any additional complications. The incident occurred, but the exact date is unknown. The pt was reported to have an edematous heart and had also suffered an infarct 7 days prior the surgical procedure. The instructions for use contraindicate use of the device during cardiac procedures on pts with recent myocardial infarction.